Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "flickering - video-error message :scope communicator error" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of an unspecified procedure, the subject device presented flickering and a video-error message: scope communicator error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation of an unspecified procedure, the subject device presented flickering and a video-error message: scope communicator error. There were no reports of patient harm.